Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2014 due to low vaulting, lens rotation and lens opacity (anterior subcapsular), which was noted on (B)(6) 2013. The patient had cataract surgery and an iol was implanted. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Pt weight: unk. (B)(4) device evaluated by manufacturer? No. Lens not returned. (B)(4). Lens not returned.

Manufacturer narrative:
Method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off. The lens was returned dry and there was evidence of clear surgical residue. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - clinical studies have shown that toric icl rotation occurs in 0.5% of patients where a ticl has been implanted. Several factors may contribute to this phenomenon (i.e. Patients anatomical structure, a short lens, haptic position, etc.). According to use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular sulcus or ciliary sulcus cyst, etc). Although several factors may play a role in cataract development (age, degree of myopia, systemic diseases, medications, surgical manipulation, etc.) We cannot rule out low vaulting as a contributing factor. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).